Manufacturer narrative:
This report is being submitted as follow up no.2 to update the h3 section and to provide the completed investigation results. One used 6f angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly for analysis. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be properly mated with the carrier tube assembly and the deployment sleeve was in rear lock position with color bands fully exposed. Sheath was examined visually and no anomalies were found. The suture was appeared to be cut below the black compaction marker. The device was returned in the fully deployed state with suture cut as intended during final step. There were no visual anomalies noted with bypass tube. Then, the sheath was separated from the deployment sleeve. There were no plastic deformities noted near the mating latches. Functional testing was conducted, the carrier tube assembly was inserted into the hub of the sheath and click sound was heard. Then, the device sleeve was manually moved to the forward lock position; the sheath cap and the device sleeve was snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position. There were no functional anomalies noted with the initial and deploying locking position of the sleeve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Race: (B)(6). Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was inserted into the patient's groin. Nothing was noticed until the device was put together and did not "click". Caution was taken, pressure was applied and device appeared to have sealed appropriately. The groin was monitored closely by nursing staff overnight and no un-toward effects suffered. There was no harm to the patient. Additional information received on july 18, 2019: the procedure performed was a percutaneous coronary intervention using a 6fr sheath. A pre-deployment angiogram was performed.